Manufacturer narrative:
.

Event description:
The customer reported the device reboots. There was no reported patient involvement.

Manufacturer narrative:
The processor pca was returned for failure analysis. During lab test, the reported problem could not be verified or duplicated. No fault was found with this processor board.